Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 10/2.50 flextome¿ cutting balloon¿ monorail was selected and advanced to treat the target lesion. During the first dilation, the balloon ruptured at 11atm after 15 seconds. The ruptured balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.